Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient experienced pain, infection and urinary/bowel problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, bilateral salpingectomy, a&p repair, perineorrhaphy, skin tag removal and cystoscopy; due to mixed incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by implanting surgeon due to urinary retention and perineal laxity.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2014 by implanting surgeon due to urinary retention and perineal laxity.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary retention, urinary incontinence and adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary frequency.

Manufacturer narrative:
Patient codes: (B)(4) ¿ bleeding, (B)(4)- itching additional narrative: it was reported that following insertion the patient experienced bleeding and itching.